Event description:
It was reported by the attorney that the plaintiff underwent a cesarean section in 1995. In the course of the surgery, vicryl sutures were sutured into the plaintiff. The attorney alleges that the vicryl sutures were contaminated, thus not sterile, thereby causing the plaintiff to suffer infection and an unspecified injury.